Event description:
The customer reported that the fiber card was not permitting the fiber function. The procedure was completed with a turp. Reportedly, gland volume 45ml. The outcome was reported as "no damages to the pt".